Event description:
It was reported that the patient had 5 different implants and 7 different implant surgeries because the device had to be moved/repositioned. Refer to manufacturing report # 3004209178-2014-16703 for additional information on related events.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0123293v, implanted: (B)(6) 2001, product type: lead; product ID 3887-33, lot# j0123293v, implanted: (B)(6) 2001, product type: lead; product ID *unktrns, serial# (B)(4). (B)(4).